Manufacturer narrative:
The referenced scope was returned to olympus for evaluation. The evaluation confirmed that majority of the bending section cover glue at the distal end side of the scope was missing. There were cracks/deep scratches and peeling noted on the bending section cover glue at the insertion tube side. In addition, the scope failed the leak test as a leak was found coming from biopsy channel of the distal end side. A closer inspection of the biopsy channel was performed with an olympus boroscope and found evidence of scrape/tear marks inside the channel wall at the bending section side. A review of the instrument history for the scope shows the scope was last serviced on (B)(6) 2018. Based on the evaluation results, the damaged to the bending section cover glue and biopsy channel is attributed to handling of the device. The warning & caution section of the instruction manual states, ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that towards the end of a bronchoscopy with stenting of the airway procedure, the small band or ring at the distal end of the scope broke into pieces and fell into the patient. The device fragments were retrieved from the patient. However, it is unknown if all pieces were recovered. The intended procedure was completed using the same scope. There was only a few minutes of delay to reassess the surgical field for any other pieces. The patient did not require a longer stay or require additional treatment. The patient is reportedly doing fine after the procedure. There was no patient injury or harm reported.